Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. During the procedure the surgeon implanted the tibial base plate and proceeded to insert the screws. As the surgeon was drilling the posterior screw and tightening the screw it slipped through the baseplate. Surgeon had to drill a new hole and then inserted new screws to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found it is possible that the screws were overtightened. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02363 / 02364).